Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with rainbow glare following lasik treatment. Additional information has been requested and received. This is one of two vigilance reports being filed for this patient. (B)(4).

Manufacturer narrative:
At the visit on site the field service engineer verified the system successfully. The system meets company specifications. No problem found. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment. Rainbow glare effect is a general side effect that is mentioned in manuals. Usually the effect disappears as the cornea start to close the gaps created by the photo disruption. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months no technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A surgeon reported a patient with rainbow glare following lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.